Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg would not power on. The main printed circuit board (pcb) was contaminated. It was also noted that the output connector assembly and upper case was broken, the keypad flex, encoder assembly, four knobs and the display were contaminated, the lower case was contaminated and broken and six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.